Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown), but the screen display went blank and the device sounded a constant alarm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.